Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi has received the vp involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. The vp was installed and tested on the printed circuit assembly (pca) test system. The system started up with an error 31243. There were no leds on front and back of the vp and the fans would not spin. Fa attempted to connect to the video processor power distribution (vppd) but failed. The vppd board 653670-04 was failed which needed to be replaced. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23 and 40 pointing to a fiber communication issue between the core and vp related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to another vision side cart after the start of the procedure due to a recurring recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system encountered a recoverable fault that would not recover and the gray cable from the core to video processor (vp) had a red led. The technical support engineer (tse) reviewed the system logs and found errors 23 and 40 pointing to a fiber communication issue between the core and vp. The customer was asked to power cycle the system, perform an emergency power off (epo), and power down the circuit breakers on the vision side cart (vsc), the surgeon side console (ssc), and the patient side cart (psc). The tse asked to reseat all the blue fiber cables and the gray fiber cable connection as well. The customer verified the vp power cord and power switch, still the issue persisted. A different vsc was used to continue the procedure with no further issues reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-apr-2022: the procedure was completed as planned with no patient injury. There was a 45 minutes procedure delay due to this issue.